Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty loading cartridges onto the pump. Additionally, it was reported that the insulin gauge was inaccurate after filling the cartridge with 300 units of insulin. Customer declined troubleshooting with tandem technical support, and declined to provide further information.